Event description:
Caller reports that the device displayed results of 109 mg/dl and 31 mg/dl without blood applied to the test strip. No action taken based on device results. Requested return of suspect device and replacement was sent.